Event description:
The customer reported that the insulin pump alarmed motor error during basal delivery. Troubleshooting was performed, and the drive support cap appears to be normal. The caller stated that the device was bumped while driving his own truck. Assisted the caller to run the displacement and self test and they passed. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a loose drive support disk. Further testing could not be performed due to the motor error alarms. All operating currents are within the specifications.